Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use.

Manufacturer narrative:
Physio-control further evaluated the removed therapy pcb assembly and determined the cause for the malfunction to be a shorted diode, designator cr44.

Event description:
During the facility biomed inspection, a pop sound was heard and the device would not charge defibrillation energy thereafter. The device was unable to provide defibrillation therapy. There was no patient use associated with the event.